Event description:
It was reported that the autopulse platform displayed a "system error - out of service, revert to manual CPR" message upon power up. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data was performed and found one occurrence of a system error code 132 (internal watchdog timeout) on (B)(6) 2015, rather than on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint of the platform displaying a "system error - out of service, revert to manual CPR" message. The reported "system error" message was also duplicated upon initial functional testing of the returned platform. Further investigation found that the processor board was defective. Based on the investigation, the part identified for replacement was the processor board. In summary, the customer's reported complaint of the platform displaying a "system error - out of service, revert to manual CPR" message was confirmed during review of the platform's archive data and was also replicated upon initial functional testing of the returned platform. The root cause was determined to be a defective processor board. After replacement of the processor board, the platform passed all final functional testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/28/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.